Event description:
According to the reporter, during a laparoscopic appendectomy procedure, while being applied through the skin/fascia, the blade's obturator tip broke off and was found intra-abdominally in the cavity. The piece was visualized by the surgeon and staff then suctioned it up. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, while being applied through the skin/fascia, the blade's obturator tip broke off and was found intra-abdominally in the cavity. The piece was visualized by the surgeon and it was retrieved with a suction irrigator. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the distal end of the obturator was broken off. The trocar, cannula, envelope and circular seals appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken obturator tip may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.